Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a "replace battery now" alert and did not receive a low battery alert prior. Customer reported that battery was only lasting three days. Customer's blood glucose was 8.4 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed the self-test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery now alarm noted. Power loss error alarm confirmed in the long trace. Detailed trace analysis confirmed power loss error alarm was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump received with a high sleep current measurement. Problem isolated to the printed circuit board. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.